Manufacturer narrative:
Corrected information: d.4 and h.4. The returned 10mm x 59mm x 120cm advanta v12 as reported did have the balloon separated from the catheter shaft. The balloon was mostly still inside the 7fr introducer sheath. The portion remaining outside the introducer sheath was the distal balloon cone. This balloon cone was very bulbous acting like a plug at the end of the sheath. The apparent reason for this is that there was still fluid in the balloon while attempting to remove the device back through the introducer sheath. When the balloon is pulled back into the introducer sheath with fluid still in the balloon, the fluid gets pushed to the distal balloon cone creating this round bolus of fluid. The details provided indicated within the questions asked that the balloon was allowed 10 seconds for balloon deflation prior to attempting to remove the balloon back through the introducer sheath. The instructions for use specify to allow a minimum of 40 seconds for the balloon to deflate before attempting to withdraw the balloon back through the introducer sheath. The catheter shaft had separated at the proximal balloon weld. This balloon weld where the pet balloon is thermally welded to the catheter shaft is tested in process to ensure the quality of the bond. A sampling (20 catheters) of every manufacturing lot is tested to ensure it meets the tensile force requirement of 15 newton¿s. The lowest proximal balloon bond tensile force was 26.7 newton¿s. This is well above the 15 newton requirement. A full review of the lot history records has been performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This testing includes the ability of the deflated balloon to be withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following. ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. Summary/conclusion - based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is possible that the balloon was not allowed the required 40 seconds of deflation time as indicated within the supplied instructions for use.

Event description:
N/a.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
It was reported that during an iliac stenting procedure for a common iliac artery aneurysm, the surgeon decided to use a v12 stent. The stent was successfully implanted. When the surgeon tried to remove the balloon through the sheath, the balloon catheter "snapped off at the catheter end and remained in the sheath". The sheath was removed and another sheath was used to complete the procedure.